Event description:
While hanging new bag of tpn, tubing broke and spilled on floor. Tubing snapped right below drip chamber. Md notified so maintenance IV fluids could be ordered.

Event description:
While hanging new bag of tpn, tubing broke and spilled on floor. Tubing snapped right below drip chamber. Md notified so maintenance IV fluids could be ordered.